Manufacturer narrative:
The device has been received. Investigation is not completed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the semi-rigid adapter of the clave secondary port broke off. The tubing set was being used to deliver an unspecified concentration of decadron. After an unspecified length of time, it was reported that the male adapter of an unspecified 10ml syringe was connected to the clave secondary port on the cassette of the tubing set for the delivery of an unspecified medication. At this time, it was reported that the semi-rigid adapter of the clave secondary port broke off at an unspecified location. The customer contact reported that the broken edge was smooth. The tubing set and the medication were replaced and the therapy was resumed. No leakage was reported. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.